Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00555 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using an unspecified bd phoenix panel there is intermittent inconsistency on resistance values for antibiotics. The following information was provided by the initial reporter: customer reports that there is an intermittent inconsistency on resistance values for antibiotics: cephalormin, cefotaxmin, tecoplrin the customer is not able to identify if the results come from an instrument/tier. Risk assessment:

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore bd corporate sparks, md has been listed in sections d.3 and g.1. And bd.-sparks, md FDA registration number has been used for the manufacture number. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using an unspecified bd phoenix panel there is intermittent inconsistency on resistance values for antibiotics. The following information was provided by the initial reporter: customer reports that there is an intermittent inconsistency on resistance values for antibiotics: cephalormin, cefotaxmin, tecoplrin the customer is not able to identify if the results come from an instrument/tier. Risk assessment.